Manufacturer narrative:
.

Event description:
This incident was documented in published literature and was not directly reported to valleylab. Information reported by attending surgeon. A male patient with pulmonary fibrosis, cardiovascular disease, and bilateral stage I adenocarcinoma felt to be synchronous primaries. Both sides treated on separate days. Patient did well and 3 days later returned short of breath requiring intubation. Felt to be exacerbation of ipf which is known to occur after biopsy. Patient had terminal extubation by patient and family wishes after flying home in military jet ambulance in 2002.